Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced pain at the ipg site regardless of system being turned on or turned off. It was noted the patient had lost weight, as a result, her ipg became superficial. The patient stated she feels the most pain when she recharged the device. However, the patient had effective therapy. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where her ipg was placed deeper in to the pocket site. The patient is reportedly doing well postoperative.